Event description:
The patient was implanted with a left ventricular assist device (lvad). The vad coordinator (vc) reported that the patient was in e.r. After receiving intermittent audible beeps from controller. Patient reported intermittent beeps several days ago but no message displayed on display module. Patient received 6 audible beeps while bending over making bed. Patient was instructed to come to e.r. For evaluation. The vc interrogated history which showed several low speed operation alarms, clock reset, replace system controller and an alarm message several times. Log files were downloaded and sent to manufacturer. Patient was asymptomatic during all of these events. Vital signs stable per vc. Vc attempted to manipulate driveline and power leads from the controller and alarms were not able to be reproduced. While in e.r., patient received one audible alarm while reaching behind to plug in cell phone into an outlet. When patient moved back to normal position, the alarm went away. Vc did state these alarms have happened on both power module and batteries. Clinical specialist instructed vc to obtain x-rays of both internal and external portions of driveline. Also, instructed vc to change system controller at this time to rule out a controller issue. Vc was asked to send x-ray images to manufacturer as well for evaluation. Additional information received (B)(4) 2013: vad coordinator submits log file and x-rays for review. Log file confirms speed drops below the low speed limit. X-rays submitted are unremarkable. The pump speed drops were caused by internal lead fracture at the pump site. The implanting center decided to refer the patient to a different hospital in order to perform the pump exchange which occurred on (B)(6)-2013.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.